Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 31 mg/dl, 81 mg/dl, and 212 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Addtionally, the customer reported feeling symptoms of hypoglycemia and adjusted their insulin based on the glucose results obtained. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
The customer's products have been requested back for an investigation.